Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, three years and eight months post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a 29mm surgical valve.

Manufacturer narrative:
Correction: section h10: additional information provided by the hospital medial records indicated the sapien 3 valve was explanted due to endocarditis. The endocarditis was found on a work-up for esophageal dilation due to esophageal strictures. The patient ultimately was stabilized for discharge on pod 14. As such this MDR was reported in error and a corrected supplemental report is being submitted.